Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume intermate device was cracked, resulting in leakage. This event was reported to have occurred while the device was being filled with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 8, 2015 ¿ january 9, 2015. The device was received for evaluation. Visual inspection revealed a crack on the fillport. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.